Event description:
Per the clinic, the device was explanted (date unknown) due to infection. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported. This MDR was filed in error, all additional information will be reported under MFR report # 6000034-2013-00135. This report is filed (B)(4) 2013.